Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the gst60b (ech60l - was discarded). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a sleeve gastrectomy procedure, the surgeon began to fire on the third firing. There was no power. They took the battery out and put it back in and tried to fire the gun. It provided haptic feedback, and the device would not fire. They took the battery out again and fired and that completed the procedure. They also opened a blue reload and it fell apart. There were no adverse consequences for the patient. Rep was present in case. Buttress material used.